Event description:
A caller reported a malfunction on a pump that occurred while it was being updated. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process, but the caller was unable to turn off the pump to perform the reset. Additional troubleshooting was required due to a storage mode issue. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.